Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 249 mg/dl. The customer stated the suspected cause was due to eating without giving a bolus for the food consumed. The customer delivered a bolus to stabilize bg level.